Manufacturer narrative:
The event of system explant due to ineffective therapy was reported to abbott. Reprogramming did not resolve the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16749. It was reported the patient experienced ineffective therapy. Reprogramming did not resolve the issue. As a result, the entire drg system was explanted to address the issue.